Manufacturer narrative:
The device was returned to olympus for evaluation and the onsite finding was able to be confirmed. During the device evaluation it was observed that there was leakage due to a cut in the bending section cover. Additionally, deformation of the electrical connector was observed due to cracking of the resin parts, causing a loss in water tightness. Also, the scope did not meet the standard for air inspection due to the loss of water tightness. Upon further inspection, peeling of the connecting tube was observed due to deterioration. It was observed that the light guide cover glass was dirty due to insufficient cleaning or handling problem. It was also observed that the distal end had a burn due to use of a high-energy hand instrument, without ensuring sufficient distance or handling. It was also observed that the grip and the universal cord had a scratch due to a handling problem, chemical or physical stress. Lastly, it was observed that the bending angle in the up and down direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis exera ii bronchovideoscope had leakage from the bending section cover. The reported issue was uncovered during an onsite inspection of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the connecting tube was peeling, and the light guide cover glass was dirty, which are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis exera ii bronchovideoscope had leakage from the bending section cover. The reported issue was uncovered during an onsite inspection of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the connecting tube was peeling and the plastic distal end cover was burnt/melted around the instrument channel outlet at the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Correction to b5/h6: the finding, dirty light guide lens, should be removed from b5 and h6 coding (remove 4048 - failure to clean adequately from the initial) as this was deemed not reportable. Added additional reportable finding. Based on the results of the investigation, it is likely this event occurred because high-energy hand instruments (laser/high-frequency/etc) were used without ensuring sufficient distance from the distal end. However, a definitive root cause cannot be identified. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to report source. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating at the insertion section peeled off due to physical stress. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use which state: ¿important information: please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.